Event description:
Arterial sheath inserted in interventional radiology, observed to be leaking saline from the catheter hub. A-line had good arterial waveform, and flushed well. Device discontinued/removed per md without incident and sequestered.